Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a communication failure in which the dexcom g7 continuous glucose monitor (cgm) displayed data in the dexcom app but would not pair or transmit to the ilet, and after sensor type toggling and re-pair attempts, the user applied a new g7 sensor that entered warmup without further issues. No adverse clinical symptoms reported. Outcomes included no alerts or alarms from the ilet and no need for medical intervention or hospitalization. User support included guided troubleshooting and education with sensor-type toggling and re-pairing steps, followed by replacement and activation of a new cgm sensor. Investigation of this case revealed a cgm-to-pump connectivity problem consistent with a pairing failure between the ilet and the dexcom g7 sensor, with resolution upon use of a new sensor. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm communication or pairing issue not reproduced after sensor replacement.